Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/07/2016 with the following findings: investigation revealed the battery compartment was cracked below the bumper at the case seal. Unrelated to the complaint, a review of the black box history revealed the time/date defaulted to factory settings following a power on reset. Evaluation revealed the internal clock battery on the pcb board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked below the bumper at the case seal. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 07/07/2016.